Event description:
While investigating a (B)(6) male patient's battery charger/modem for an unrelated issue, a reportable problem was discovered. The battery charger/modem was constantly resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation, the battery charger/modem was resetting due to corrupted flash memory programming. The root cause for the corrupted flash memory could not be positively identified. After the flash memory was reprogrammed, the battery charger/modem powered up normally. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.